Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 45 mg/dl at the time of incident and customer¿s other blood glucose level was 163 mg/dl. The customer was treated with food. The customer was using insulin pump within 48 hours of reported event. Customer stated that the auto mode feature was of insulin pump was active. Customer did not alleging insulin pump was over delivering. The customer reported that the programming of insulin pump was accurate. The insulin pump will not be returned for analysis.